Event description:
It was reported that the patient presented in hospital with second degree heart block. The pacemaker was noted to be prematurely depleted and cannot be interrogated. The reported device was explanted and replaced on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
The reported events of inability to interrogate and no output were confirmed while the reported event of premature battery depletion was not confirmed. As received, the device output and telemetry were not available. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and the battery was found in normal range. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly, resulting in the reported events. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported that the patient presented in hospital with second degree heart block. The pacemaker was noted to be prematurely depleted and cannot be interrogated. It was also noted that the device did not perform voltage pacing. The reported device was explanted and replaced on (B)(6) 2024. The patient was in stable condition.